Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 8. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion sets tube leakage at coupling housing. This event occurred on (B)(6) 2024. Infusion set had been used for less than thirty-six hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.